Event description:
During pacemaker lead insertion, active fixation screw broke off while re-positioning tip of lead. Lead removed and replaced with identical lead. Screw remains fixed in myocardium and has not migrated.